Manufacturer narrative:
Date of event: unknown. Medical device lot number: the customer provided three potential lot numbers for this incident; 7075701, 7074701, 5754929. However, lot numbers 7075701 and 5754929 do not exist for the reported catalog number. Therefore, only lot # 7074701 has been captured in this MDR. (B)(4).

Event description:
It was reported that after drawing a patient's blood with a bd vacutainer multiple sample luer adapter, the needle disconnected from the vactutainer and remained in the tube stopper. When the blood was sent to the lab, a staff member was stuck by the needle. It is unknown if medical intervention was provided.

Manufacturer narrative:
Investigation summary: bd received a contaminated sample from the customer facility for investigation. The customer sample was evaluated, and a needle protruding from the stopper of a filled, non-bd tube was observed. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Conclusion: based on the investigation, the customer¿s indicated failure mode was observed by bd pas during evaluation. Based on the investigation, a root cause could not be determined within the scope of this evaluation.